Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that during implant attempt, the helix pops out with deployment of the helix. It was noted that this had happened twice previously with the same model. The leads were not used. The device was replaced due to rrt (recommended replacement time). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.